Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. .

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2016 - it is alleged that the patient was implanted with a ventralight st w/echo ps to repair umbilical hernia. It was alleged that the mesh was defective resulting in severe pain and problems requiring a subsequent second surgery. (B)(6) 2017 - it is alleged the patient underwent removal of the defective mesh. The attorney alleges the patient experienced pain, additional surgical procedure and explant.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent due to a review of medical records provided to davol by the patient's attorney. The medical records provided indicate the patient experienced inflammation, scar tissue, pain and adhesions. Adhesions are listed as a known possible adverse reaction in the instructions-for-use. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. An additional file has been created to address the bard soft mesh implanted on 01/2017. Is an addendum to the previously submitted emdrs to make a correction to implant, date of implant. Based on this correction there are no changes to the previous conclusion. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2016 - the patient was diagnosed with incarcerated ventral umbilical hernia and diastasis recti (separating of abdominal wall muscles). The patient underwent a robotic-assisted repair of incarcerated ventral umbilical hernia and diastasis with implant of a bard ventralight st mesh with echo. (B)(6) 2016 - the patient had an md exam with complaints of lower left quadrant pain with bulge in upper midline. The patient was prescribed narcotic pain medication. (B)(6) 2016 - the patient had an md exam with complaints of persistent abd pain since approximately 1 months after her previous surgery. CT scan showed wide diastasis but no hernias. Patient stated "he is convinced the pain is from the mesh placed in september."(B)(6) 2017 the patient was diagnosed with chronic pain status post robotic ventral hernia repair with placement of bard mesh. The patient underwent an abdominal wall reconstruction procedure which included explant of the bard ventralight st mesh and component muscle separation with implant of a bard soft mesh. Per the operative details, "the mesh itself appeared to be in quite excellent position throughout with a nice, flat lay of the mesh against the abd wall. There were very loose filmy adhesions down inferiorly between one loop of the bowel and the mesh. Otherwise, there were no adhesions whatsoever between the mesh and the bowel. We placed a retrojects piece of bard soft mesh. This was tacked to the xiphoid as well as the pubic tubercle. (B)(6) 2017 - the patient had a follow up md office exam with complaints of "periumbilical and suprapubic discomfort stated he gets a catch particularly with twisting movement." The patient had been previously ordered to participate in physical therapy and had not done so at the time of his appointment. Per the surgeon, "incision has healed very well. Patient's discomfort is likely due to scar tissue. He is progressing satisfactorily but has yet to start physical therapy which is vital to recover from this operation. Patient reminded that this pain is similar to even before his first hernia operation. It may never completely resolve."

Manufacturer narrative:
This supplemental emdr is being sent due to a review of medical records provided to davol by the patient's attorney. The medical records provided indicate the patient experienced inflammation, scar tissue, pain and adhesions. Adhesions are listed as a known possible adverse reaction in the instructions-for-use. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. An additional file has been created to address the bard soft mesh implanted on (B)(6) 2017.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2016 - the patient was diagnosed with incarcerated ventral umbilical hernia and diastasis recti (separating of abdominal wall muscles). The patient underwent a robotic-assisted repair of incarcerated ventral umbilical hernia and diastasis with implant of a bard ventralight st mesh with echo. (B)(6) 2016 - the patient had an md exam with complaints of lower left quadrant pain with bulge in upper midline. The patient was prescribed narcotic pain medication. (B)(6) 2016 - the patient had an md exam with complaints of persistent abd pain since approximately 1 month after her previous surgery. CT scan showed wide diastasis but no hernias. Patient stated "he is convinced the pain is from the mesh placed in (B)(6)." (B)(6) 2017 - the patient was diagnosed with chronic pain status post robotic ventral hernia repair with placement of bard mesh. The patient underwent an abdominal wall reconstruction procedure which included explant of the bard ventralight st mesh and component muscle separation with implant of a bard soft mesh. Per the operative details, "the mesh itself appeared to be in quite excellent position throughout with a nice, flat lay of the mesh against the abd wall. There were very loose filmy adhesions down inferiorly between one loop of the bowel and the mesh. Otherwise, there were no adhesions whatsoever between the mesh and the bowel. We placed a retrorectus piece of bard soft mesh. This was tacked to the xiphoid as well as the pubic tubercle. (B)(6) 2017 - the patient had a follow up md office exam with complaints of "periumbilical and suprapubic discomfort stated he gets a catch particularly with twisting movement." The patient had been previously ordered to participate in physical therapy and had not done so at the time of his appointment. Per the surgeon, "incision has healed very well. Patient's discomfort is likely due to scar tissue. He is progressing satisfactorily but has yet to start physical therapy which is vital to recover from this operation. Patient reminded that this pain is similar to even before his first hernia operation. It may never completely resolve."